Event description:
Procedure: according to the reporter: the device handle jammed and surgeon had to pry it open. The vein got cut and was sutured.

Manufacturer narrative:
Date of initial report: 08/17/2009.